Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a020503 captures the reportable event of packaging not completely sealed. Block h11: with all the available information boston scientific concludes that the reported event was able to be confirmed, as the device is seen inside a torn pouch on a picture provided by the customer. The exalt model d scope was returned for analysis in a generic plastic bag, without the original packaging. However, a photo provided by the customer shows the exalt model d scope in its original packaging with the sterile seal punctured based on all gathered information, boston scientific concludes that the reported event could be confirmed. However, the cause of the damaged pouch seen on the picture attached cannot be established since the device returned without the pouch. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used on an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2024. Upon opening the scope, the technician observed that the sterile barrier of the packaging was punctured. There was no patient involvement in this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a020503 captures the reportable event of packaging not completely sealed.

Event description:
It was reported to boston scientific corporation that upon opening an exalt model d single use duodenoscope on (B)(6) 2024, the technician observed that the sterile barrier of the packaging was punctured. There was no patient involvement in this event.